Event description:
The manufacturer received information alleging a ventilator had critical errors. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the downloaded error log contained ventilator service required errors. The rear case kit, gasket, and internal battery need to be replaced. The enclosure was missing the rubber feet. The customer requested that no repairs be made to the device. The device will be returned to the customer unrepaired.